Event description:
The blood glucose monitoring device 3rd and 4th contacts from the right were damaged by an electrical short. Reporter stated there was some melted plastic. Reporter indicated no patient or staff was impacted. A request was made for the return of the suspect device and replacement product was sent.